Event description:
--

Manufacturer narrative:
Boston scientific received additional information that one month later, this surgically abandoned lead was extracted due to infection. No return of the explanted lead was expected. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this lead was part of a system revision due to erosion. Additionally, it was reported this lead exhibited increased pacing threshold measurements. There were no additional adverse effects reported. The product was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.